Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they kept getting alerts from their sensor. The customer also reported that they had experienced a low blood glucose level of 47 mg/dl but then it went up to 199 mg/dl. Troubleshooting was performed and it was found that the sensor was expired. The customer was sent a replacement for their sensor. The device was not returned for analysis.